Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving bupivacaine (30 mg/ml at 3.119 mg/day), baclofen (115 mcg/ml at 15.59 mcg/day), and morphine (8 mg/ml at 0.8316 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the patient lived in a small town about 100 miles away, so when they were due for a refill sometime before (B)(6) 2017 the patient had missed their appointment. The patient had to go to the ER (emergency room) for increased pain. The pain was like their normal pain, but just more than usual. The patient, their spouse, and the hcp had not heard any alarms yet. The pump had not been interrogated yet. The hcp was pretty standard on setting their pumps at 10 minute intervals for the critical alarm and 1 hour intervals for the non-critical alarms. The hcp was trying to figure out whether the patient should come in today or if monday would be okay. The patient would be coming in to see the hcp on monday. No further patient complications have been reported as a result of this event.

Event description:
Additional information received and confirmed by the physician via the company representative indicated that the patient was non-compliant in returning to the clinic for refill. The physician had not seen the patient in over a year. She was admitted to her local hospital and the doctor worked with the hospital administration to try to get the pump refilled but the hospital felt they were not capable of doing so. Pentac was also an option but the patients insurance would not cover. The patient was transferred to the clinic and upon interrogation of the pump the patient had 0.7 cc left in the reservoir. The plan was to manage the patient with oral medications and reduce the pump to minimum rate and fill the reservoir with normal saline. The patients weight was unknown

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.